Manufacturer narrative:
The device was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the mfg process. Device history records could not be reviewed. The package insert states, "perfluoron (purified perfluoro-n-octane liquid) must be completely removed at the conclusion of the procedure". Add'l info has been requested. (B) (4)

Event description:
A surgeon reported during a poster presentation, that this product remained in the pt's eye following surgery in four out of 51 pts treated at this hospital since 2004. Two of these pts were closely monitored and the other two pts were treated with a secondary surgical procedure. There are no pt or procedure details associated with this report. Add'l info has been requested. There are two medical device reports being filed; this report is for the two pts requiring medical intervention.